Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the up, down and ok keypad symbols were worn but the keypad was intact. Evaluation revealed that the down button had a delayed response and the other buttons responded appropriately. Investigation revealed that there was contamination under all of the keys.

Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under all of the keys. This report is made based on results of investigation completed on (B)(6) 2012.